Event description:
It was reported that the abbott medical optics (amo) intraocular lens (iol) was inserted and removed and ''wasted'' while slightly enlarging the incision within the same procedure because the capsule bag was not intact and did not hold the amo lens. The doctor attempted to insert a 3-piece anterior chamber lens from another manufacturer; however, it was not successful and was not stabile in the sulcus. The doctor removed the 3-piece lens. The patient went home aphakic whereby the doctor is planning to insert a replacement lens at a later date. There was no quality issue reported concerning the amo lens and was attributed to the patient¿s physiology. There was no capsular tear and no vitrectomy reported. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.